Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the hv/control cable. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that on boot up of the 9800 system a "bad x-ray temp sensor error" was presented. The system is still in use until service is completed. There was no report of pt injury.